Event description:
It was reported a patient underwent an breast surgery procedure on and unknown date in 2023 and a drain was used. Surgeon experiencing a leak at the site of drain placement. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: nurse informed that the surgeon was querying blake drains as she never had an issue with them for over two decades but lately she's been experiencing leaks at the site of drain placement. Wanted to know if there was a batch issue. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Unfortunately, the following is not able to be obtained from the customer. 1. Please provide lot number. 2. If this event occurred in multiple procedures, please provide information requested above for each patient event. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). A) what are the procedure name(s) and date(s)? B) what is the quantity involved per procedure? C) was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.